Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with shortness of breath and palpitations. Upon interrogation, loss of left ventricular capture was found. The lead would be repositioned.